Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 04/17/2011.

Event description:
The customer stated that "the system froze during the examination and then had to be fully restarted."